Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient fell and went to the hospital. The patient's nurse had the patient remove the lifevest as the patient had a cut under her breast from falling. The patient's nurse treated the patient's cut. The medical outcome of the cut is unknown as follow up attempts were unsuccessful.